Manufacturer narrative:
The pump passed the rewind, basic occlusion, prime and displacement tests. However, the pump was received with a stuck motor error alarm loop during the bolus delivery. The motor was tested outside of the device and passed. The pump also had a scratched reservoir tube window, a cracked reservoir tube lip, crackedbattery tube threads, stained address and serial number label, and a stained end cap sticker.

Event description:
Customer reported a motor error alarm while changing out her infusion set and reservoir. Customer's blood glucose was unknown. The customer stated she was having a hard time connecting the reservoir to the tubing prior to the alarm occurring. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).